Manufacturer narrative:
Additional information was received that the reason for the explant procedure was due lack of pain relief.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. It was reported that no malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. It was reported that no malfunction was suspected.